Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4) no sample has been returned for investigation. Without the actual sample (or device), a thorough investigation could not be performed and no specific conclusion can be drawn as to the cause of the reported event. If the sample and/or additional pertinent information becomes available, a follow up report will be submitted. Device history record (DHR): reviewed the DHR and no abnormality observed during in process and at final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in france): pump-flow rate-fast

Manufacturer narrative:
Exemption number e2016018. (B)(4). This report has been identified as b. Braun (B)(4) internal report # (B)(4). We received one used, empty easypump ii st 50-1-s without packaging. The provided sample was subjected to a visual examination. Damages or manufacturing faults were not detected at the pump. As described by the customer the easypump finished the administration before the set time (in 30 minutes instead of 60). In addition the sample was filled up to the nominal value (50 ml) and a functional test respectively a leak test was carried out. After opening the clamp clip the pump did work immediately (solution was running). Leakages were not detected. Furthermore the flow rate of the pump was tested. Nominal: 50 ml/h. Actual: 27 ml in 30 min; 40 ml in 45 min; 49 ml in 1 hrs. The flow rate of the inspected pump is within our specifications. A too fast flow (as described by the customer) could not be determined. The inspected pump is within our specifications. Device history record (DHR): reviewed the DHR and no abnormality observed during in process and at final control inspection.